Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03690. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. In the pre-implant transesophageal echocardiogram (tee) evaluation, the patient was noted to have some baseline pericardial effusion. The patient¿s international normalized ratio (inr) was 3.03. During the procedure, the patient received 3,000 units of heparin which resulted in an activated clotting time (act) of 177 seconds. The watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device & delivery system (wds) was deployed and released. At the end of the case, the effusion appeared to have increased, but the difference was not easily quantifiable and the patient¿s vitals were stable. The physician decided to observe the patient and follow-up with a transthoracic echocardiogram (tte) in another hour. However, while preparing to transport the patient to recovery, the patient¿s blood pressure dropped and this required the administration of vasopressors. The physician performed a pericardiocentesis which collected 230cc of fluid. After waiting 20 minutes, no further bleeding was detected and the patient was transferred to recovery in stable condition. In follow-up the next day, the physician said that he had performed an additional pericardiocentesis of 300cc that evening. The drain had been retained overnight. In the morning, the patient was determined to be in ¿great¿ condition and the drain was to be removed.